Manufacturer narrative:
The single-use device (implant) was deployed under normal use conditions and is believed to have functioned in a normal intended manner. The implants appear to have been successfully delivered. Infections are known possible outcomes associated with the prostatic urethral lift (pul) procedure.

Event description:
As part of routine clinical data review from the real world retrospective (rwr) study, on 8/07/2018, neotract received information about a patient who had undergone a successful prostatic urethral lift (pul) procedure with 4 implants on (B)(6) 2017. Seven (7) days post-procedure on (B)(6) 2017, the patient experienced urosepsis, was hospitalized and received antibiotic treatment. The event resolved approximately two (2) weeks later without sequelae.